Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that her blood glucose has been running high for a couple of weeks because they changed the basal rates. The customer reported that she dropped the insulin pump in the toilet when attempting to deal with the highs. The screen has a discoloration with blue and amber colors. Blood glucose value was 485 mg/dl. The customer had not received any error alarms. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.